Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and no frequent or recurring occlusion issues were reported. Cts decided to close the case as additional assistance was not necessary.